Event description:
It was reported that a light sensitive drug set did not mantain a constant flow during paclitaxel infusion. The patient was receiving the first cycle, day 8, of chemotherapy when air was observed in the infusion bag and bubbles formed in the tubing. The ward nursing team performed saline flushes to complete the infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: the actual device was not available; however, two retained samples were provided for evaluation. Visual inspection of two retention samples did not identify any abnormalities that could have contributed to the reported condition. Functional flow test, underwater leak and air passage tests were performed. The flow rate was found to be within the product specification range, no leaks and no blockages were found. The reported condition was not verified on the retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.